Event description:
Reported events of "crippling stomach pains;" "her gastric band had slipped, causing part of her stomach to die;" "fungus had started to grow on the gastric band which turned septic and caused my stomach to just explode." From journal article "'fungus on my gastric band made my stomach explode': gruesome documentary reveals what happens when slimming surgery goes horribly wrong," dailymail.co.UK, published 10 oct, 2013. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: 11/05/2013. The product associated with this report has not been returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Necrosis, band slippage, sepsis, and abdominal pain are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events.